Event description:
It was reported that when trying to put the laser into ready mode for usage, error 405 and 403 occurred. A message stating to plug the footswitch appeared. The footswitch was already plugged in at the time. The footswitch was unplugged and re-plugged twice. The whole laser system was turned off and rebooted which did not resolve the issue. The surgery was unable to be performed. There was no patient outcome reported. This event is being reported for aborted/cancelled procedure with or unknown sedation.